Event description:
(B)(4). It was reported that during surgery the k-wire broke and remains in the patient. As the surgeon advanced the pedicle screw over the guide wire, the guide wire passed further anteriorly and twisted. When attempting to remove the guide wire, the tip snapped at the pedicle screw. After several attempts to retrieve the distal end of the guide wire the broken portion was left in the patient. Additional pedicle screws were then successfully implanted over the guide wires in the pedicles. The surgeon noted no patient problems with this incident or no further problems.